Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. Patient reported that their recharger was not charging from the wall. The caller stated that the desktop charger was loose. They stated that if they wiggled the cord just right they were able to get the recharger to charge, but as soon as they let go the recharger would stop charging. The caller stated that they had not used the equipment until last night so that was how they received it from the rep at the surgery. The caller was transferred to repair where they would be receiving a new desktop charger. The caller also expressed poor coupling. They said they saw the hcp yesterday to have the device activated and turned on. The caller said the hcp told them to go home and charge the ins, but the caller said the ins wouldn¿t charge. All the boxes were clear. The patient programmer showed that the ins was low. Troubleshooting was attempted but it did not resolve the issue. Patient services asked if the ins was flush to the skin and the caller said no, just one part towards the top. The rep called in the next day regarding the poor coupling. They requested that repair send a replacement recharger due to the coupling issue. They were not able to get more than 0 coupling boxes when troubleshooting. They did not have another recharger present but stated they were able to communicate with the programmer, so they believed it was a recharger issue. There was no swelling present and thus could be ruled out regarding the poor coupling issues. The caller was transferred to repair where the allegations were reiterated, and the patient would be receiving a replacement recharger in the mail. On november 6th 2018, additional information was received from a healthcare provider (hcp) via manufacture representative (rep) stating that the ins flipped in the pocket after initial implant/post op. Patient stated there was a big lump there one day and it was gone all of a sudden. The patient received a chest x-ray demonstrating the ins was reversed in the pocket. Surgery was performed to reposition the ins, and the issue was resolved at the time of the report. The patient was unable to get any coupling signal/no coupling bars with the recharger and therefore unable to recharge the ins. They then placed the charging antenna in a sterile bag to check the coupling connection. After some difficulty getting a coupling signal, the doctor removed the ins to see if we could get a connection outside the pocket and it was successful. The doctor replaced the ins in the pocket, they tried again, unsuccessfully. The rep removed the antenna from the sterile drape and checked the charger functionality on a new rechargeable device, and this was successful. The rep turned the dial on the antenna 90 degrees and re-draped it, and they were able to see good coupling with all 8 bars displayed. They checked it a few more times successfully. The doctor closed the incision. The rep began recharging the ins seeing the battery advance from 0-25% to 25-50%. No known environmental or patient factors that may have led or contributed to the issue were reported. Surgery was performed to reposition the ins, and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.